Event description:
Voluntary medwatch (B)(4). It was reported that post a coronary stenting treatment procedure, worsening chest pain occurred. The lesion was located in an unspecified coronary vessel. An unknown size taxus liberte stent was implanted in the lesion. The procedure was completed with this device. Since the stent implant the patient reports worsening chest pain. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).